Event description:
I developed severe breast implant illness symptoms, capsular contractions and was hospitalized multiple times ultimately needing surgery to have them removed at my own expense. FDA safety report ID# (B)(4).